Event description:
It was reported to philips that the system was unable to completely boot up, stalling at start up screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) identified that the system software application did not start completely and was running in a loop, the issue persisted even after restart attempts. To resolve the issue, the philips field service engineer (fse) reinstalled the suite pc software and performed tube adaptation, yield, and edl, along with a level one image quality check. After which the fse performed functional tests and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.